Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a left-side transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 ultra valve in the native aortic position, the 23mm commander delivery system (with the loaded valve) would not pass through the smaller area of the vessel due to the tightness in the iliac and use of a soft wire. Additional pressure was applied to advance the ds, and the system buckled and broke. The portion of the ds that buckled was outside the patient. Fluid was observed to be exiting through the break. The system (valve, ds and esheath+) was removed as a single unit, and a second system prepped and inserted using a stiffer wire. The second valve successfully passed through the smaller area and was deployed without further incident. There was no injury to the patient. Per report, the patient had a low calcium burden and minimal tortuosity.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imaging was provided and revealed a narrow right access vessel. Per the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of delivery system leakage was unable to be confirmed as no applicable imagery or device were provided for evaluation. The provided 3mensio shows the presence of undersized vessels in the patient anatomy. In this case, it is possible that the user experienced resistance while advancing the delivery system with crimped valve through sheath due to the narrow access vessels. This suggests that high push force may have been applied to overcome the resistance during device insertion, which likely caused the flex shaft to break and could lead to the reported delivery system leakage, as the intended fluid pathway was compromised. As such, available information suggests that procedural factors (damaged flex shaft due to high push force) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.